Event description:
It was reported that the tip of the micropituitary was broken during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned for evaluation. A visual examination found that the dynamic shaft is broken at the pin hole location, suggesting excessive force applied to the handle.